Event description:
It was reported that the right rear caster on the navigation system cart was found by the technical support specialist to be broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.

Event description:
It was reported that the right rear caster on the navigation system cart was found by the technical support specialist to be broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.